Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had a printer error. It was also indicated that the stylus would not move the cursor on the display screen. It was indicated that the display flex cable was out of specification. It was also indicated that the upper hinges were damaged and cooling fan was noisy. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a printer error. The programmer was returned for servicing. There was no patient involvement.